Manufacturer narrative:
Correction noted on 3/16/2020 to the 3500a initial medwatch report as the product investigation closure should have been included in the initial report. However, it was inadvertently omitted from the 3500a initial medwatch reported to the FDA. Investigation summary: it was reported that a patient underwent a non ischemic ventricular tachycardia - right (r-isvt) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The chamber was mapped with the pentaray catheter and they continued mapping with the thermocool® smart touch® sf uni-directional navigation catheter with no problems. As soon as the ablation was started, a magnetic distortion was noted. It at first appeared to be only in the direct location that they were ablating and ranged from "regular" distortion to "severe" magnetic distortion. The catheter cable was changed with no resolution, all other catheters (quads, coronary sinus, pentaray) were unplugged from their cables and the patient interface unit with no resolution. A new grounding pad was applied with no resolution. Finally, they used another cable and still no resolution. Once the thermocool® smart touch® sf uni-directional navigation catheter was changed. They had no further magnetic distortion issues. Surgery was delayed for 20 minutes. The procedure was successfully completed. No patient consequence was reported. The device was visually inspected and the pebax was observed with a hole and reddish material. This could be caused due to an external object. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed for the finished device with lot number 30288144m, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a non ischemic ventricular tachycardia - right (r-isvt) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab received the device for evaluation and found a hole on the pebax. Initially the chamber was mapped with the pentaray catheter and they continued mapping with the thermocool® smart touch® sf uni-directional navigation catheter with no problems. As soon as ablation was started, a magnetic distortion was noted. It at first appeared to be only in the direct location that they were ablating and ranged from "regular" distortion to "severe" magnetic distortion. The catheter cable was changed with no resolution, all other catheters (quads, coronary sinus, pentaray) were unplugged from their cables and the patient interface unit with no resolution. A new grounding pad was applied with no resolution. Finally, they used another cable and still no resolution. Once the thermocool® smart touch® sf uni-directional navigation catheter was changed. They had no further magnetic distortion issues. Surgery was delayed for 20 minutes. The procedure was successfully completed. No patient consequence was reported. The magnetic sensor issue was assessed as not reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on february 6, 2020 it was noted that there was reddish material in the pebax sleeve. No internal parts were exposed. This finding was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional evaluation of the device on february 21, 2020, a hole was found on the pebax with reddish material inside of it. The hole on the pebax was assessed as a reportable issue. The awareness date for this finding was february 21, 2020.